Event description:
Additional information received indicated that the lead was replaced. The suspicion of lead damage was first noted on (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed during a normal device change out. The patient was asymptomatic. The electrical function of the lead was normal and there were no anomalies. The lead was explanted. The patient was stable post procedure.